Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was inspected on may 6, 2025. Upon inspection, it was reported that a hair was inside the unopened, sterile device pouch. It was reported that there was no visible damage noted to the packaging of the device. There was no patient or procedure involved in this event. Note: a photo of the complaint device was provided and shows a hair-like particle on the tubing of the device.

Manufacturer narrative:
Block h6: imdrf device code a1802 captures the reportable event of foreign material inside the sterile device pouch.